Event description:
New information received notes that once the left ventricular lead was explanted, a small coronary sinus dissection was noted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported a patient's left ventricular (lv) lead presented with dislodgement. This was suspected at a follow-up due to a loss of lv capture. The lead was explanted and replaced in a procedure on (B)(6) 2021. During the operation, stenosis was observed in the coronary sinus. Post-procedure the patient was stable.